Manufacturer narrative:
(B)(4). The customer advised physio-control that they do not plan on seeking repair options with their device and plan on retiring the device from service. The customer has not returned the device to physio-control for evaluation. The cause of the reported failure could not be determined.

Event description:
The customer reported that their device was no longer powering on. The customer was unable to try another battery. There was no patient use associated with the reported failure.